Event description:
It was reported during implantation that the right ventricular (rv) lead exhibited poor sensing on a number of occasions along with placement difficulty. The rv lead was attempted not used and removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.